Manufacturer narrative:
Concomitant medical products: 6944-65, lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was removed due to tricuspid valve regurgitation. A new lead was implanted. It was further reported that the previously capped lead that had high impedance was also removed due to tricuspid valve regurgitation. No further patient complications have been reported as a result of this event.